Manufacturer narrative:
Analysis found of the bur found the bur tang was not turning, which indicated the shaft was broken. The shaft measured 5.22¿ from tip to the break point. The break point corresponded to the proximal side of the outer tube radius, where the diameter of the shaft was 0.024¿. When viewed under magnification, the fracture contained circular patterns and the high points were worn down. The flutes at the tip had only minor wear; however, there was a buildup of biological contaminants just proximal to the cutting tip. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the bur tip was pulled out from the outer attachment at the cdor spine during a posterior spinal fusion procedure. The device was used for about a minute. The was a delay in the procedure. There was no patient impact.